Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in mosaiq.

Event description:
It was reported that the calculated crcl does not match any of the weight or creatinine values contained within mosaiq. Based on the available information, fifty (50) patients have received the incorrect dose; however, the incorrect dose was still within the clinically acceptable limits.